Manufacturer narrative:
(B)(4). A device history record review could not be conducted since the lot number was not provided. The device has been received, however, the evaluation of said device is still in progress at the time of this initial report.

Event description:
Customer complaint alleges the device failed the circuit leak. Passed with another circuit. Alleged issue reported identified prior to use during functional testing. No patient impact or consequence reported.

Event description:
Customer complaint alleges the device failed the circuit leak. Passed with another circuit. Alleged issue reported identified prior to use during functional testing. No patient impact or consequence reported.

Manufacturer narrative:
(B)(4). One (1) dual limb 1607 ventilator tubing set , long length, was returned for investigation. A visual inspection was performed to examine the sample for any signs of abuse/misuse/damage. None were noted. The dual limb 1607 ventilator tubing set , long length , was setup for leak testing. Per iso standard 5367 annex e, the ventilator tubing sets were tested at 60 +/- 3 cmh2o of pressure with incoming equipment pressure set a 30 psi. The acceptable leak value is = 30 ml/min. An actual ml/min pressure could not be recorded as the circuit had what appeared to be a small tear in it and air pressure was leaking to the extent a leakage rate could not be determined. During the testing a small tear was discovered under magnification which allowed a leakage rate that could not be measured. The small hole has the appearance of a tear with shreds of plastic still attached to the tubing. The tear is on top of a "rib joint". This hole could have been the result of a "snag" type incident where an object caught the crest of the plastic joint and literally tore a small hole, or some type of a puncture hole. Regardless, the ensuing damage cannot be definitively assigned to a specific root cause.